Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by door failure. A field service engineer powered the station down and removed the faulty latch assembly and replaced it to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis ciisafe system tower door 2 had failed. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.